Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he received a no delivery alarm. Customer's blood glucose level was 470 mg/dl. The customer treated his blood glucose level with the insulin pump. The device was not returned.